Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim received. It is alleged that the patient suffers from pain, tissue and bone loss, bone erosion, difficulty walking, and infection. Upon revision, "obviously loose components, bone ingrowth, psuedocapsule, and (B)(6)" were noted. The claim also referenced disability and metal on metal issues. Update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort and inflammation. There is no additional information that would affect the outcome of this investigation. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes c35ac4000, c2vbb1000, c5fhd1000 or 2744538. A search of the complaint database search finds one additional reported incident against lot code 2745602 and lot code 2704846 since their release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Ppf alleges pseudotumor.